Event description:
It was reported the lead was explanted and replaced due to 18 inappropriate shocks, oversensing, and fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed.